Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with soap and water. According to the reporter, on (B)(6) 2025, they developed redness, blisters, and pus under the sensor patch and the infection spread beyond the patch perimeter. The patient¿s parent sanitized the reaction area with disinfectant wipes and applied topical triple antibiotics with pain relief (neomycin, polymyxin b, and bacitracin with polysporin ointments), along with a topical steroid cream (hydrocortizone 1% cream) that were obtained over the counter (otc) at walgreens. On (B)(6) 2025, the parent brought the patient to an urgent care clinic where an oral antibiotic medication (augmentin, unspecified dosage) was prescribed along recommendation to keep using the otc products. At the time of the report no photo was provided, and the infection had already subsided, and the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).